Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted gastrectomy surgical procedure, a broken wire was identified at the tip of the cadiere forceps instrument. A backup instrument was used and the procedure was completed with no reported injury.